Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no excessive no delivery alarm. The insulin pump was received with cracked display window corner, cracked reservoir tube, cracked reservoir tube lip and scratches on the lcd window. (B)(4).

Event description:
Customer's mother reported via phone call no delivery during manual prime, cosmetic damage and high blood glucose. Customer's blood glucose level was over 500 mg/dl. Customer treated their high blood glucose with a corrective bolus. Customer changed the set, site, battery, tubing and reservoir. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump had a crack at the upper left hand corner on the insulin pump. Customer advised the crack started at the corner of the screen and moved up. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.